Manufacturer narrative:
Customer reported that a pyxis medstation es system experienced a drawer malfunction. The customer attempted to resolve the issue by opening the rear panel to reconnect the communications cable and reported witnessing a spark. There was no reported patient or user harm. This event is recorded (B)(4). Field service technician evaluated the device and determined that the drawer controller board was the cause of the malfunction. The field service technician resolved the malfunction by replacing the drawer's controller board. Drawer was tested successfully, device functioning as normal.

Event description:
Customer reported that a pyxis medstation es system experienced a drawer malfunction. The customer attempted to resolve the issue by opening the rear panel to reconnect the communications cable and reported witnessing a spark. There was no reported patient or user harm.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-mar-2020 to 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to drawer module controller. The field service engineer shutdown system for failed pockets, replaced the module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
Customer reported that a pyxis medstation es system experienced a drawer malfunction. The customer attempted to resolve the issue by opening the rear panel to reconnect the communications cable and reported witnessing a spark. There was no reported patient or user harm.